Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer stated that there was a crack on the arterial adapter. The catheter was only used for two months. The surgeon pulled and replaced the catheter with a new one. No additional information provided.

Event description:
All the possible causes were identified. The manufacturing lot number associated with this complaint was 353472. The DHR review indicated that there was no quality issues associated with this defect mode. DHR was reviewed and no deviations related to this failure mode were found. There are not ncr's related to the reported issue. This defect was confirmed per received sample. Sample consisted of one red adapter that showed a crack on the thread section. Based on the available information the most probable root cause could be considered as misuse due to adapter over tightening, therefore this failure is not manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% adapters inspection for cracks and pressure testing respectively at the final stage of production, which would identify adapters issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.